Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/05/2014 with the following findings: a review of the pump¿s black box history showed that cs 064 call service alarms were recorded. During testing, the pump emitted a cs 064 call service alarm when attempting to perform the rewind/prime steps. The pump case was removed to test the motor drive assembly. The motor was tested using an external power supply and the motor was found to be unresponsive. Unrelated to the complaint, evaluation revealed that the display was faded and discolored. Also unrelated to the complaint, evaluation revealed that all keypad buttons were intermittently unresponsive. The keypad was intact; no damage was observed. The keypad cover was removed and contamination was found under all key contacts. In addition to the unrelated issues, evaluation revealed that the battery compartment was cracked extending from the case seal to the grip pad. No moisture or corrosion was found inside the pump. The returned battery and cartridge caps were used to complete investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that they were not able to prime the pump without receiving an occlusion alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.